Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had no image transmission. It was observed during a therapeutic laparoscopic inguinal hernia procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the rigid video scope had no image transmission. It was observed during a therapeutic laparoscopic inguinal hernia procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was not confirmed. It was noted that the charge coupled device unit was broken which caused a green image. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.